Event description:
When using pharmguard toolbox to transfer of drug library fails, but it can learn pump history successfully. Created and empty library to rule out any conflicting parameter could be causing the transfer to fail, but it still failed. Uninstalled and reinstalled drivers, still failed. After ruling out software issues I determined that it must be a hardware issue and recommended they order a new ir device and cable. No patient involvement.